Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Expiry date: 03/2025.

Event description:
It was reported that prior to biopsy procedure, the device was allegedly had breach of sterile barrier. There was no patient contact.

Event description:
It was reported that prior to a procedure, the device was allegedly damaged in transit. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided for review. First photo shows the outer package which was damaged. Second photo shows the package within the device where the package was damaged. Therefore, based on the photo review, the reported failure breach of sterile barrier can be confirmed. Therefore, the investigation for the reported breach of sterile barrier is confirmed as there were proper evident provided. Damage during the transport is the root cause of the reported breach of sterile barrier. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.